Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functionaltiy testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs found occurrences of ECG lead off and check pad/poor contact messages. These are not an indication of a device malfunction. These indicates poor coupling between the electrode pads and the patient's skin. The electrode pads received were stuck to the inside of a plastic bag and were difficult to remove. However, evidence of hair strands and skin was found, suggesting that the patient prep was not performed prior to attaching the electrode pads to the patient. This investigation has been closed as poor coupling (continuity) between the electrode pads and the patient's skin. The instructions for use instruct users on skin preparation, electrode application and placement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.